Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted a missing blue pull ring cap from the patient line of both samples. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). H11: the devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd set with cassettes had cap missing. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.